Manufacturer narrative:
Additional customer contact phone: (B)(6). Getinge field service engineer (fse) confirmed the issue and changed the drive manifold (d104-00-0031) after this ends with completed preventative maintenance. Now unit is operative.

Event description:
N/a.

Event description:
It was reported that before use on a patient, the cardiosave intra-aortic balloon pump (iabp) message leak drive vacuum leak status displays. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.